Event description:
Multiple instances of IV pumps spontaneously shutting down with fatal error code 322 continues to occur. Several pumps have this problem per week. A variety of IV drips were being infused including sedation, vasopressors, ivfs. Interruption in critical IV therapies like this can cause harm to the patient. Staff change the drips to another IV pump when this problem happens. None of our patients have experienced permanent harm. These are pumps that are involved in a recall from may, 2015 but have not had service yet. Manufacturer response for intravenous infusion pumps, (brand not provided) (per site reporter): baxter obtained special approval to have any of our pumps that require the error code 322 remediation to their pump remediation depot in (B)(4) via overnight shipment each way at no charge to the hospital. An option of baxter remediating the pumps onsite was also offered.